Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 02-oct-2019. The most recent information was received on 25-oct-2019. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('heavy blood discharges') in a 37-year-old female patient who had essure (ess205) (batch no. 624276 / 624003) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), amnesia ("loss of memory"), fatigue ("general fatigue very significant"), bone pain ("skeletal pain"), arthralgia ("joint pain"), thyroiditis ("thyroiditis"), poor quality sleep ("poor sleep"), mood swings ("variable mood") and depression ("depression"). The patient was treated with surgery (fallopian tubes (bilateral) removal). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, amnesia, fatigue, bone pain, arthralgia, thyroiditis, poor quality sleep, mood swings and depression outcome was unknown. The reporter provided no causality assessment for amnesia, arthralgia, bone pain, depression, fatigue, genital haemorrhage, mood swings, poor quality sleep and thyroiditis with essure (ess205). Lot number: 624003; manufacture date: 2007-03; expiration date: 2009-02. Lot number: 624276; manufacture date: 2007-04; expiration date: 2009-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('heavy blood discharges') in a (B)(6) year old female patient who had essure (ess205) (batch no. 624276 / 624003) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), amnesia ("loss of memory"), fatigue ("general fatigue very significant"), bone pain ("skeletal pain"), arthralgia ("joint pain"), thyroiditis ("thyroiditis"), poor quality sleep ("poor sleep"), mood swings ("variable mood") and depression ("depression"). The patient was treated with surgery (fallopian tubes (bilateral) removal). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, amnesia, fatigue, bone pain, arthralgia, thyroiditis, poor quality sleep, mood swings and depression outcome was unknown. The reporter provided no causality assessment for amnesia, arthralgia, bone pain, depression, fatigue, genital haemorrhage, mood swings, poor quality sleep and thyroiditis with essure (ess205). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.